Event description:
Reportedly, this ring was explanted after approx a 12 yr implant duration due to being the possible source of cerebral emboli. However the hosp also stated, there was nothing wrong with the mitral valve seen on tee and the pt was thrombogenic from the st. Jude valve.